Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient complained that they had the feeling that their ins suddenly stops. A telemetry printout was provided, which showed results of an impedance test run at 1.50 volts using electrode 0 as the reference. Impedance on electrode 6 was out of range, less than 50 ohms. This electrode was not being used in the patient's programming. Other electrodes had impedance within normal limits ranging from 1509 to 3725 ohms. A device data file was provided. The data file showed that the ins was constantly on and functioning. No abnormalities were identified and the ins was working as intended. There was no accidental/manual turning on and off of the ins. The patient had noticed several times that they didn't feel any stimulation. After checking the patient programmer, stimulation turned out to be off. After turning on stimulation, the spinal cord stimulator worked again. This occurred several times in (B)(6) 2018, then not anymore after that. It was unknown if the patient was involved in any accident.